Manufacturer narrative:
A ge svc rep performed an onsite investigation and replaced the left monitor. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's monitor went black outside of a case. No pt injury was reported.